Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the imaging system would not initialize a 3d image acquisition when prompted by the user. It was noted that he pendant stated the image acquisition was in progress but the imaging system did not perform the task. It was reporting that restarting the imaging system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.